Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that the customer experienced high blood glucose level of over 600 mg/dl. The caller did not mention any symptoms of their blood glucose levels. The customer treated their blood glucose levels with manual injections. The caller stated that the insulin pump was stuck in the ¿preparing to prime¿ loop. The customer stated that they could not get their insulin pump to work. The customer did not troubleshoot and did not send the product back for analysis.